Event description:
It was reported that diagnostics resulted in high lead impedance. The pt is being sent for x-rays. It is unknown if revision surgery will occur as the pt is receiving treatment for a brain tumor. Goo faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.